Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd plastipak¿ syringe the plunger stopper was defective. The following information was provided by the initial reporter: when opening the package, it was identified that the syringe plunger stopper is defective, preventing correct use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 11-aug-2022. H6: investigation summary: sample and photos received for investigation. Upon visual inspection, damaged stopper was observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported when using the bd plastipak¿ syringe the plunger stopper was defective. The following information was provided by the initial reporter: when opening the package, it was identified that the syringe plunger stopper is defective, preventing correct use.

Manufacturer narrative:
Correction: g4: date received by manufacturer 29-aug-2022.

Event description:
It was reported when using the bd plastipak¿ syringe the plunger stopper was defective. The following information was provided by the initial reporter: when opening the package, it was identified that the syringe plunger stopper is defective, preventing correct use.